Event description:
It was reported that the micro reciprocating saw heated up during a procedure. There were no pt or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon disassembly, the driveshaft assembly was found to be broken. The presence of a broken driveshaft assembly could cause or contribute to the handpiece to overheat.